Event description:
The patient called lifescan and alleged that their meter was set to incorrect unit of measurement. The patient obtained a result of 3.3 mmol/l. They contacted their pharmacy to find out what that result meant. The patient was told what the result meant and they was advised to eat some food. No symptoms were reported. The patient obtained a low result and they were able to treat themselves with food. The patient stated that their meter was previously set to the correct unit of measurement and that they had not made any recent changes to the settings. Due to a spontaneous power interruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement. A replacement meter is being sent.